Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, bruxism. Spontaneous loss, even after a long-term provisional phase, probably functional overload.